Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat¿ from heartsine technologies on the 27th september 2018. The device was returned for red status indicator flashing. During the investigation, transistor q42 was measured and found to have failed. When the device automates an auto self-test, the source of q42 which is held high, is driven to ground, turning the transistor on. Due to the failure of transistor q42 it was prevented from turning on which resulted in the absence of weekly auto self-tests in the history log which then lead to the device displaying a red status indicator. The fault could not be replicated when transistor q42 was replaced. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red status indicator keeps starting to flash, when device is switched on and off it reverts to green for a short while,. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator keeps starting to flash, when device is switched on and off it reverts to green for a short while. There was no patient involved in this event.